Event description:
A report was received that the patient was having discomfort at the ipg site due to ipg migration and experienced shocking sensation. The battery discharge and charge profiles were observed and revealed no anomalies. It was also reported that the patient had an infection at the ipg site, wherein there was a pus built up and the patient experienced itching and redness on the area. The physician believed that the infection was not device related. The patient was prescribed with antibiotics and underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was having discomfort at the ipg site due to ipg migration and experienced shocking sensation. The battery discharge and charge profiles were observed and revealed no anomalies. It was also reported that the patient had an infection at the ipg site, wherein there was a pus built up and the patient experienced itching and redness on the area. The physician believed that the infection was not device related. The patient was prescribed with antibiotics and underwent an explant procedure.